Manufacturer narrative:
The following products have been used in the surgery: part# 54740015540; lot# h12c4713; qty# 2 part# 54740015540; lot# h12e0803; qty# 1 part# 54740015540; lot# h12e0804; qty# 1 part# 54740016540; lot# h5143567; qty# 4. It is unknown which of these screws got loose. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent debridement procedure at c4 due to infection. Post-op, patient underwent revision surgery due to infection in which screws got loose. Screws were left behind. Bone breakage and worsening of kyphosis also reported.